Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The pressure switch was replaced, and the unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported receiving a positive end expiratory pressure valve failure error, this results in an inability to mechanically ventilate. No patient involvement.